Event description:
Ordered - as represented and marked as titanium on display frames-well known non allergic-titanium eyeglass frames-received frames 41% titanium+ 61% copper/zinc+4% others. Pt is allergic to certain metals such as copper and zinc in contact with skin. Lenses prescribed by optometrist were trifocal- glasses provided by pearle vision contained only bifocal lenses. Pearle vision, cole vision, cole national were sellers/dispenser and providers of eyeglasses. No quality controls used in dispensing prescription and misrepresentation of materials for frames. Request warning be issued to all re: potential allergic reactions problems with misrepresented frames. Warning to pearl vision/col vision/cole national, 1-not to mislead and misrepresent materials sold, 2-ensure proper filling of prescriptions for lenses. Warning to all users of companies above of potential allergic reaction problems with frames represented and sold previously as titanium which are not substantially that non-allergenic material.